Event description:
Customer states that the pump stops during an ongoing infusion due to error 35 (motor period check). No serious injury was sustained. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. The device history log could not be reviewed, log not available. The reported device was not sent back to brézins for investigation. Error 35 is a known problem, it occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate, it can be triggered randomly. Upon investigation of the previous cases about error 35, it was confirmed that this issue is due to a software dysfunction. Thus, the marketing department is following more closely the evolution of this subject in order to ensure that this issue is corrected in future releases of the software. A periodic review has been already created and implemented to perform further analysis and to evaluate requirement for a future release enhancement. In the meantime, actions could probably be available at the end of the first quarter of 2023. As a recommendation, a work around might be to stop the infusion before changing the flow rate and restart the infusion to prevent error 35 from occurring. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.